Event description:
In 05, the reporter contacted lifescan alleging that the pt's one touch ultra meter was prompting the "error 1" message. The pt'd blood glucose was tested at the fire station; the specifice result was not provided; however, the reporter described the result as "ok". The pt had no symptoms of high or low blood glucose level at the time of concern. The customer care rep walked the reporter through retesting and the error 1 message appeared. The meter, test strips, and control solution were replaced. The event is classified as a product malfunction as the error 1 issue was not resolved through troubleshooting.